Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft (bsg), and unknown afx vela and an endurant cuff (non-endologix). This initial procedure is outside the indications for use (off-label) due to the use of adjunctive devices not compatible with the afx system. Reportedly, only the afx2 bsg main body with a 100mm length covered including the 24mm length neck; therefore, the endurant was implanted. Approximately two years post initial procedure, the afx2 bsg has migrated into the aneurysm. The distributor did not provide further details. Additional information received from the distributor confirming event details: the patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2018. First the right internal iliac artery was occluded with coils and a gore (non-endologix) stent graft was implanted on the right limb. Then the afx2 bifurcated stent graft and afx vela suprarenal were implanted. This initial procedure is outside the indications for use (off-label) due to the use of adjunctive devices not compatible with the afx2 system. Approximately two years post initial procedure, the afx2 bsg has migrated into the aneurysm. Routine follow-up computerized tomography scan in (B)(6) 2022 identified aneurysm enlargement with a type iiia endoleak caused by the afx2 bsg migration. In (B)(6) of 2022, reintervention was completed with the implant of a non-endologix endurant aui stent graft and a fem-fem bypass. The patient's current condition is stable.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the incident was completed. An examination of medical records and/or medical imaging received by endologix shows the migration, type iiia endoleak and reintervention complaints are unconfirmed as only a hand drawn sizing sheet was provided. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be stable post reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B2: outcomes attributed to ae - updated b5: describe event or problem ¿ updated d1: product family ¿ updated d10: therapy dates and concomitant product ¿ remove endurant cuff (ln unk) e1: physician information ¿physician information e1: hospital name and address ¿ removed information g3: awareness date ¿ updated h6: health effect - clinical code ¿ remove 4580 h6: health effect - impact code ¿ remove 4648 h6: investigation finding codes - remove code (B)(4) h6: investigation conclusion codes - remove code 11.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft (bsg), and unknown afx vela and an endurant cuff (non-endologix). This initial procedure is outside the indications for use (off-label) due to the use of adjunctive devices not compatible with the afx system. Reportedly, only the afx bsg main body with a 100mm length covered including the 24mm length neck; therefore, the endurant was implanted. Approximately two years post initial procedure, the afx bsg has migrated into the aneurysm. The distributor did not provide further details.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. It is assumed that the devices remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.